Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The microsensor was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper placement of the skull clamp, resulting in slippage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a cerelink sensor (B)(6) was placed on (B)(6) 2025 and on (B)(6) 2025 no waveform or readings were observed. All troubleshooting measures were exhausted. The monitor and cables were replaced, and the device was evaluated by multiple registered nurses (rns) and medical doctors (mds), but no waveform or readings were observed. Therefore, the sensor was removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.